Event description:
There was a power surge and patient's ventilator alarmed. Discovered that patient's ventilator settings had changed. Was on rate of 28 which went to rate of 12; peep flow of 70 went to 30, high pressure alarm was on 20 instead of 70. Patient transferred to the facility and placed on new ventilator. Ventilator removed.